Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va038kt, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was only having a very little bit of urine coming out. The patient normally had to use a catheter and had to use it every 3-4 hours, about 4-6 times a day. The patient would also get up at night and use it 3-4 times a night as well. This had been going on for several months. The patient was on program 2 at 6.4v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.